Event description:
The user facility reported that a pt with a history of coronary artery disease, underwent a cardiac cath stenting procedure. Anticoagulants were administered at the onset and continued throughout the procedure. Following the stenting procedure, an angiogram was performed and an angio-seal device was deployed, however, the pt began bleeding into their abdomen at a fast rate. Units of blood were administered and blood was drawn from the abdominal cavity. The pt is reported to be recovering. The managing physician has indicated he felt the cath lab tech deployed the angio-seal device subcutaneously, resulting in blood loss.